Manufacturer narrative:
Alleged failure: insulation damage. Confirmed failure: gap between insulation and tip of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that insulation was damaged.